Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019, the patient¿s friend/family member stated that the ¿patient is out of medication in the pump¿ and needed a phone number for an infusion service to come to the home to fill it. Per the reporter, they had a prescription from a pharmacy. No patient symptoms were reported, and no event date was provided. No further complications have been reported as a result of this event.